Event description:
During the stage 2 implant impedances were greater than 4,000 ohms on pairs c, 1:c, 2: and all of the bipolar pairs except 0, 3. It was decided to not replace the lead as the pt had good results during the trial with 0-, 3+ programmed. No further info was reported.

Manufacturer narrative:
(B) (4).